Manufacturer narrative:
Tech found that the set screws were broken off in the hex rods. He replaced the set screws and the hex rods and the brake functioned properly. The stretcher was found out of service in a storage area and there were no alleged injuries.

Event description:
Technician alleged that when the brakes were engaged, the head end brakes did not hold.